Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes of t-wave oversensing occurred intermittently. The episodes occurred at the same time of day, so it is suspected that there is an interaction with impedance measurements. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.